Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The reported device was used for the acl reconstruction surgery on (B)(6) 2018. The surgeon slightly bent the tip when use. It was reported that the device was broken when the surgeon strongly gripped the handle part. It was brand new and the first use when the issue occurred. There was less than 30min. Surgical delay and no harm to the patient.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Additional information received from affiliate on 18september2018: it was noted the breakage occurred intra-operatively. There was surgical delay of less than thirty (30) minutes. It is unknown if the breakage occurred near the surgical site or how the fragments were retrieved. It is unknown how the procedure was completed or if alternatives were readily available. It is unknown if there was any procedural or patient anatomy factors which may have contributed to the breakage. No surgical intervention is planned; no portion of the device remained in the patient. The quality of the patient¿s bone is unknown. There was no impact to the patient. It is unknown if the implant was inserted off axis or if the same bone hole was used to complete the procedure. It is unknown how the tunnel was prepared or the size of the tunnel. It is unknown if trailing was performed or the size of the graft. It is unknown if the anchor broke while pulling suture through the system. The number and type of sutures used are unknown. It is unknown how may tails of the suture or how long the suture limbs were; it is unknown if the sutures were tangled. I tis unknown if the anchor broke while looking for the hole. It is unknown if the area was adequately cleared. It is unknown what surgical technique was used during the procedure. The types of forces applied to the system while searching for the hole are unknown. It is unknown how many times was the expressew fired/how many times was the suture passed before the needle broke. It was noted the device broke when the surgeon pulled the trigger.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device was received and inspected. The complaint can be confirmed. It was observed that the tip of the device was bent. It was also observed that the trigger could not be pulled to deploy any implants because it appeared to be detached from the firing mechanisms of the gun. The implants were present inside the gun. The device was dismantled to investigate the cause of the loose trigger. It was observed that the trigger was broken when the assembly meets the needle and spring, therefore is a root cause for the trigger not being able to advance the spring assembly. It was determined that this failure mode occurs when the user applies to much force during deployment of the implants, therefore is a potential root cause for the reported failure. The user indicated that the handle was strongly gripped which led to the broken component, therefore the reported failure can be attributed to user misuse. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).